Event description:
The manufacturer received information alleging the active exhalation verification test step had failed during preventative maintenance on a trilogy evo o2 device. The device was not in use on a patient at the time of the occurrence. The trilogy evo o2 device was being evaluated at the manufacturer service center when the active exhalation verification test step had failed on the device. During the evaluation it was noted that there was damage (or pinched) to the atm tube that is located between the flow sensor and fio2 tubing that had caused the active exhalation verification test step to fail on the device. In conclusion, the device's atm tube was rerouted to address the issue. The root cause is confirmed at this time.